Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin issues (red, sore and possibly infected) at the abutment site. The patient was treated with topical antibiotics and topical steroids (date and duration not reported. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a procedure to cauterize the skin (date not reported). Correction: the correct 510(k) number is k121317, not k955713 as previously reported. (B)(4). Implanted device remains.